Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a symptomatic thoracic aortic dissection. The stent grafts were implanted successfully, and the patient was stable after the procedure. A lsa-lcc bypass was performed to extend the landing zone for the proximal stent graft. The patient was noted to have a bovine arch. A lumbar drain was placed to prevent spinal cord ischemia. It was reported that the patient had presented with a symptomatic thoracic aortic dissection approximately two months prior to the stent graft implant. During the two months prior to receiving the stent grafts, the patient underwent multiple procedures including visceral debranching of the renal arteries, celiac artery, and sma. This resulted in a number of complications, including partial removal of the colon and the need for intubation. Eventually the physician determined the patient¿s condition was satisfactory for the endovascular stent graft implant. In the early morning the day after implant, the patient became hypotensive and developed aneuria. This was treated as a non-emergency by hospital staff. When the physician assessed the patient later that morning, the patient had developed paraplegia. The physician attributed this to the hypotensive status that was allowed to continue, resulting in a lack of perfusion to the spinal cord. Later that afternoon the physician was notified that the patient began to decompensate and required re-intubation. A secondary intervention was performed to stent open the left renal bypass with another manufacturers peripheral stent graft. No additional clinical sequelae were reported, and the patient is being monitored.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (paralysis); patient¿s condition affected effectiveness of device (hypotensive status, comorbidities); unapproved use of device (treating a thoracic aortic dissection). Conclusions: inherent risk of a procedure (paralysis); device failure related to patient condition (hypotensive status, comorbidities); off ¿label, unapproved or contraindicated use (treating a thoracic aortic dissection).